Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had staple line bleeding after performing laparoscopic right colectomy. Since the bleeding had stopped, transfusion was not required. There was no patient injury.